Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery repeatedly. The alarm was taking place during the day not necessarily when bolusing or during a basal delivery. The customer was unable to deliver more than 2.5 units of insulin because of the no delivery alarm. The customer changed the infusion set, reservoir, and insulin vial. Customer's blood glucose level was 6.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Multiple basal rates and boluses were programmed and delivered with no unexpected no delivery alarms noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.